Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone because she could not lock reservoir in pump, while on call reservoir began to leak. Advised to change set and reservoir, confirmed new set was able to lock in and change was successful. The customer's blood sugar is almost 600 mg/dl. The customer treated their blood glucose level with manual injections. Troubleshooting was performed and it was determined that the infusion set leaks. The insulin pump was not returned.

Manufacturer narrative:
Findings: the correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.